Event description:
It was reported by the customer that they had been treated for low blood glucose levels on (B)(6) 2014. Customer stated they were asleep and awoke to paramedics treating them with an intravenous insulin drip. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Customer declined further troubleshooting. Advised to monitor device and call back is issues persists. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.